Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 168 mg/dl and their sensor glucose read 90 mg/dl. The customer also reported a low blood glucose event on (B)(6) 2015 when their blood glucose declined to 49 mg/dl. The customer also reported bent cannulas on their sensor in the past. It was also found the customer had a bad sensor alert. Customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.